Event description:
Information was received that this left ventricular (lv) led exhibited high pacing threshold. This lv lead was abandoned surgically and a previously abandoned lv lead ws connected to the device. No adverse patient effects were reported.

Manufacturer narrative:
N/a